Event description:
It was reported that loss of capture was observed while the patient experienced ventricular fibrillation (vf). According to the physician, the vf was not related to the device. An interrogation was performed after the vf was resolved, and the capture threshold value was normal. The patient was in stable condition and will continue to be monitored.